Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that pt had good urinary outcomes from the interstim sys. But, the pt had some "leg issues" that were believed to be a side effect of the ins use. The pt then was using a wheelchair because of the "leg issues." The pt was to see a neurologist and an urologist. With the MFR rep's assistance, the pt was able to turn the ins device off. It was later reporter that the MFR rep met with the pt to interrogate the ins. The pt had pain in the legs and difficulty walking (the ins had been turned off for twenty-four hours, at that time). An impedance check was performed, and it was found that the 0 electrode was not communicating properly with any of the other electrodes. The impedance readings were greater than 4,000 ohms on each electrode connection with the 0 electrode. The pt was instructed to consult with a neurologist or neurosurgeon. After meeting with a neurologist/neurosurgeon, it was determined that the pt had a compressed disc in the lumbar region of the spine that was likely causing the leg pain. The pt was scheduled for surgery on that same day. There was no further communication between the pt and the MFR rep. No further details or pt outcome were provided at the time of this report. A f/u report will be filed if additional info becomes available.